Manufacturer narrative:
E1. Initial reporter zip: (B)(6). Investigation summary: bd received a photo for investigation. The customer-provided photo shows a device with hub collar separation. Retained samples cannot be tested as the batch number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on six (6) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on six (6) units. No adverse impact was reported regarding the patient or user.